Event description:
Customer reported that a patient with an anti-c and another patient with anti-jka did not react with s408 when diluted to 0.8% and tested in gel. Customer stated reactivity was observed with peg.

Manufacturer narrative:
Due to receipt of the complaint beyond the expiration of the product, testing was not performed. Ocd performed a batch record review and all results were within specification.(B)(4).